Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no audio.¿ the unit was triaged, the customer¿s reported condition was confirmed and the service tech found the unit has no sound and is not alarming. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/28/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. On (B)(6) 2016 the customer states the unit has a bad keypad and a main board issue. Upon triage on (B)(6) 2016 the service tech found the unit has no sound and is not alarming.